Manufacturer narrative:
For the reported failure mode binding of the bone screw to the tissue protector is primarily due to tissue being wrapped around the threads. However, initial pin misalignment, bending of the screws, and misuse of the tissue protector can also be contributing factors.

Event description:
It was reported that during tka surgeon pushed tissue protector down into patients leg while drilling bone pin on tibia and after completing second bone pin drilling, the tissue protector got stuck. Attempted to pound and pry it off, but after several attempts, got it to budge and it came off. Bone pin broke at top while surgeon tried to pull out with drill. It is unknown the lenght of the surgical delay and no patient injuries were reported.